Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received from family member indicated pt developed red itchy skin under tape border collar area. According to the report, the irritation spread from the left lower area and covered the entire tape collar area. Prior to the receipt of this complain, he used the product for 10 months without incident. Pt saw wound care nurse who prescribed mycostatin ointment; however, no improvements were seen. He was advised to discontinue use of current product and use an alternative. Pt was advised to follow up with wound care nurse if symptoms continued. Further info regarding pt outcome was not made available.